Event description:
It was reported to philips that system was unable to power on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system log files and found that pdu m cab power bus relays not switched. Upon onsite visit, the philips field service engineer (fse) found that the leds of fdc, ethernet switch is off and confirmed the issue with direct current power supply (dcps) unit. Additionally, the review of system log file confirmed the system interface board (sib) malfunctioning. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.